Manufacturer narrative:
In previous report section b1 was incorrectly captured as both, now it has been corrected and updated as adverse event. H1 was incorrectly captured as product problem, now it has been corrected and updated as death.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147605). The manufacturer received information alleging with death, asthma, joint problem, psoriatic arthritis, lung collapse, interstitial lung disease, hypersensitivity pneumatosis, nausea, fatigue while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Device is unclear so adding all the possible recall number: ¿ z-1972-2021. ¿ z-1973-2021. ¿ z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5147605). The manufacturer received information alleging with death, asthma, joint problem, psoriatic arthritis, lung collapse, interstitial lung disease, hypersensitivity pneumatosis, nausea, fatigue while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.